Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufr2939 showed no other similar product complaint(s) from this lot number. H3 other text : device not returned for evaluation.

Event description:
It was reported a neonatal statlock where the plastic posts are not adhered to the adhesive pad. It was found by one of the rns as she was setting up to do the dressing change, so before it was applied to the patient, but during the sterile process of the dressing change ¿ a safety concern for line migration.